Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported unchanged mr was a cascading effect of the tissue injury. The reported patient effect of tissue injury and unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted on the central position. Second mitraclip xtw was implanted medially. After implanting the second mitraclip, a tear was observed on the anterior leaflet. Third clip was placed to stabilize the second clip. It was noted that the clip was attached to both the leaflets. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.